Event description:
It was reported that multiple devices had issues during patient use, such as "channel disconnect," "continuous air-in-line when no air was present," and "channel error," the event has led to a delay in blood transfusion as well as interruption of inotrope delivery, resulted in hypotension. As a result, the patient required fluid boluses and increased medication doses.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No devices received, log review only.